Event description:
In 2009, the patient stated that she has been experiencing air bubbles that form in her insulin cartridge after insertion into the infusion device. She stated this began in early 2009. She allows insulin to reach room temperature prior to use. She stated that she does not properly adjust the piston rod prior to inserting the insulin cartridge. She was educated on the proper procedure for changing the insulin cartridge. All the time of the report there was a large air bubble present in the insulin cartridge. She was assisted with removing the air bubble. She stated that her blood glucose was elevated to 370 mg/dl this morning and she bolused 9 units of insulin and took "60 symlin". She stated that her blood glucose has been elevated in the mornings and her physician adjusted her basal rates yesterday to resolve this. Upon follow up four days after the original date, the patient stated she had no further issues with air bubbles and her blood glucose had returned to normal (90 mg/dl). The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.